Event description:
A corflo-ultra lite ng tube (6fr, 36") was inserted on 9/4/1999. The pt received feedings of similac 24 calorie special care through the tube. On 9/6/1999, the pt required surgery for a perforated duodenum. Upon surgical removal of the tube, it was noted that the tube had hardened.